Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 2 patient samples on an atellica ch 930 analyzer. The quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the sample mixer and performed auto alignments and checks, which recovered acceptably. Then, the cse ran qc, which recovered acceptably. Siemens reviewed the instrument data and determined that there was no issue with reagent and predilution. Siemens determined that the elevated result had an increased slope/rate compared to the repeat result. There were 49 errors process errors associated with the sample mixer from (B)(6) 2023 through (B)(6) 2023, the day of erroneous results. Siemens concluded that hardware issues potentially contributed to the erroneous co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 2 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The results recovered lower than the erroneous results. The repeat results were reported as the correct results to the physician(s). The customer provided the results for one patient sample. There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c results.